Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5076-52 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing information.

Event description:
It was reported that there was noise and a high number of short intervals, which could indicate oversensing. The dual egm (electrogram) issue was also noted. The device and rv (right ventricular) lead remain in use. No patient complications have been reported as a result of this event.